Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight.¿ this report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-00330 & 00653 and 3002806535-2016-00050 & 00089).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 due to metallosis. A second right hip revision procedure was performed on (B)(6) 2015 due to fractures of the femoral head and acetabular liner. It was further reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a left hip revision procedure was performed on (B)(6) 2013 due to metallosis. A second left hip revision procedure was performed on (B)(6) 2014 due to fractures of the femoral head and acetabular liner.

Manufacturer narrative:
Upon receipt of additional information, it was determined to not be reportable as the device did not fracture.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 due to metallosis. A second right hip revision procedure was performed on (B)(6) 2015 due to fractures of the femoral head and acetabular bearing. It was further reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a left hip revision procedure was performed on (B)(6) 2013 due to metallosis. A second left hip revision procedure was performed on (B)(6) 2014 due to fractures of the femoral head and acetabular liner.